Event description:
It was reported that during a prostate procedure,@ 104,239 joules, the fiber tip detached. Additional information was not reported. No injury to end user and/or patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap/fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap/fiber is detached and not returned; the metal cap is detached and not returned; the glass cap exhibits moderate devitrification at the output window; the outer flow tube shows mild contamination, likely biologic; the outer flow tube shows scratch marks at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limits the performance of the fiber.